Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual examination of the loading unit noted that the loading unit was fully fired. The loading unit was loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing in use for the resection of the insertion hole and the lesioned part during a colectomy with functional end-to-end anastomosis, there was stiffness on squeezing the handle at the beginning. When the firing advanced by 2cm, the handle became completely stiff, and a sound of handle gear coming off was heard, and it was mentioned that the tissue was not that thick. The surgeon stopped using the device. Another handle and cartridge was used to complete the case. There was no patient injury.